Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found the connecting tube had coating peeling (1 mm2 or more). Due to damage on charged coupled device unit, the image had white dots. The adhesive on the bending section cover had a chip. The control unit was sticky due to water leakage. Scope-connector was sticky due to water leakage. Scope connector cover unit was sticky due to water leakage. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer sent a repair request with the issue of "no image-unrestorable-error code".  It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "coating of the insertion tube was peeled off" was presumed to have been due to external factors or handling of the device. The suggested phenomenon of "error message" was presumed to have been due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.